Manufacturer narrative:
Approximate age of device- 19 days . Manufacturer's investigation conclusion: a specific cause for the reported pump pocket and driveline infection could not conclusively be determined through this evaluation. The hmii lvas IFU lists pump pocket and driveline infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted on (B)(6) 2017 with fever, rigors, positive blood cultures and driveline infection. The patient was provided antibiotic treatment and then underwent surgeries. On (B)(6) 2017, the patient had an incision and drainage (I&d) for the driveline infection and wound vac placement. The patient had washout of pump pocket and wound vac change on (B)(6) 2017. The patient had another re-exploration of pump pocket for bleeding on (B)(6) 2017, and the same procedure for wash-out and wound vac placement on (B)(6) 2018. On (B)(6) 2017, the patient had omental flap and wound vac application. The patient was discharged on (B)(6) 2017. No additional information was provided.